Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was also reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.